Event description:
Pt states that she received a spectrum covid saliva test from a medical facility and was given instructions on how to self administer the test. Pt states that after receiving the test from the nurse, she was instructed to administer the test in the bathroom and to dispose of the funnel in the trash. Pt reports that she felt throwing the funnel in the trash was unsanitary so she wrapped the funnel in a paper towel and placed it in the bag with the test sample. Pt states that the nurse informed her that was not protocol, put on gloves and handed the wrapped funnel to the patient to dispose of it in the bathroom trash. Pt reports she later conducted research about test instructions and called spectrum who alleges that the written instructions were approved by FDA for mass use and that there is nothing else to be done on the matter. Pt notes that after the phone call she later found that the instructions of the covid test are for home use and she believes that there should be clearer instructions for medical facilities in regards to waste disposal. Pt states that instructions need to be rewritten to include proper safety precautions that allow for the use of hazardous waste bins for used test funnels. Pt reports that instructions as they stand can further the spread of covid due to multiple pt test funnels residing in the same trash can. Pt states she has also reported this issue to the administrator of the facility and is waiting to hear back. Of note, pt states that one day after test, on (B)(6) 2021 she woke up with sore throat and runny nose but has since received a negative test result. Pt states that symptoms are still present and plans to take a mail in covid 19 test. Pt states that she is triple vaccinated and states is unlikely that she has covid but wants to test herself again out of precaution.